Event description:
The customer's husband wanted to perform troubleshooting on the insulin pump. The husband stated that the customer was in the hospital, sedated and unable to troubleshoot. The husband did not state the reason for the hospitalization. Troubleshooting with the husband was not possible due to hippa guidelines. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.